Manufacturer narrative:
Result of investigation: vyaire was able to determine the root cause of the reported issue. It was the defective inspiration valve nt. The inspiration block assembly was replaced and a full preventative maintenance was performed. No alarms were found after a successful calibration and testing. Unit will be sent to factory service to be processed back to the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000e has technical failure 300 "device in failsafe", technical failure 545 "astepinspvalvu valve out of range",technical failure 316 "blower failure" and technical failure 400 "inspiration valve or device leaky" during start up. The customer confirmed that there was no patient involvement associated with the reported event.